Manufacturer narrative:
Evaluation summary: no air from processor. No information available to determine cause. The probable cause is pump failure. Correction information: g6: follow up #1, h2: type of follow up, h6: coding changed based on the investigation result. Additional information: d4: UDI, h3: device evaluated.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. The device was returned to pentax for further evaluation on service order 3137744 where the user narrative was confirmed. The device was repaired and returned to the user on 25jan2022. On 01-feb-2022, a device history record (DHR) review for model eg38-j10ut, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 12mar2021 under normal conditions, pass all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
(B)(6) was made aware of an event which occurred in the (B)(6) involving pentax endoscope model eg38-j10ut. In the event reported, the user stated that the device have no air flow. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.